Event description:
It was reported that the user inadvertently delivered too much insulin by administering two correction boluses within a 17-minute period. Customer's blood glucose level (bg) was recorded as low, customer immediately consumed carbohydrates to successfully address the low bg. Technical support advised the caller to follow pump screen prompts to prevent future over-delivery of insulin, and the caller acknowledged this guidance. No further assistance was required.

Manufacturer narrative:
Per the tandem user guide: delivering large boluses, or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses.